Event description:
During a procedure, an absorbable fixation device did not deploy (fire) correctly, was removed from sterile field and taken out of service. Surgeon used suture instead, no patient harm. FDA safety report ID# (B)(4).